Event description:
It is reported that the pt underwent irrigation and debridement with repair of a torn patellar retinaculum on (B)(6) 2006. On (B)(6) 2011, the pt underwent patellectomy with repair of extensor mechanism due to comminuted patellar fracture.

Manufacturer narrative:
Eval codes: primary operative notes state that excellent patellar tracking was achieved and no complications were noted. Notes rec'd for (B)(4) 2006 for repair of a torn patellar retinaculum state the knee components remained well fixed at that time. It is unk if any trauma was experienced prior to the comminuted patellar fracture. Notes for the patellectomy state there was "superior migration of the larger fracture fragment." No devices or photos were rec'd; therefore the condition of the patella implant is unk. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.